Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip free denture adhesive cream.

Event description:
Seizures. Case description: this case was reported by a consumer and described the occurrence of seizure in a elderly female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for drug use for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip free denture adhesive cream. In 2013, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced seizure (serious criteria gsk medically significant). Super poligrip free denture adhesive cream was continued with no change (dechallenge was negative). On an unknown date, the outcome of the seizure was not recovered/not resolved. It was unknown if the reporter considered the seizure to be related to super poligrip free denture adhesive cream. Additional details, adverse event information was received on 13 february 2017. The consumer stated that she had used super poligrip denture cream for about 30 years and she started experiencing seizures 3 to 4 years ago because of multiple hits to the head she sustained from an abusive relationship. Consumer stated she turned (B)(6) on (B)(6) 2017. It was unknown which product she was using at the time the seizures were diagnosed. Consumer stated she was under a doctors care.